Event description:
It was reported that the user experienced leaking from the cartridge while attempting to prime the tubing, which was attributed to connecting the infusion set to the cartridge outside the pump rather than attaching the connector with the cartridge seated in the pump; user education and troubleshooting were provided to correct the deployment and connection method. Symptoms included no reported adverse clinical effects. Outcomes included no impact to health and no need for medical care. Investigation included a technical review through user interview and procedural troubleshooting. Investigation of this case revealed user technique error during infusion set and cartridge connection. It was concluded, based on previously established findings for similar reports, that the device functioned as designed and that the event resulted from incorrect infusion set deployment and connector attachment, resolved through user education.